Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. An examination of the balloon found no tears or holes in the balloon. As part of the device analysis the balloon was inflated to its rated burst pressure with no leaks noted. Using the same encore inflation unit a vacuum was pulled and the balloon deflated fully with no resistance noted. This was repeated three more times and on each occasion the balloon inflated and deflated fully from its nominal pressure with no resistance or leaks noted. The inflation device was verified before and after use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target stenosis was in the trachea. A 12.0 x 60, 75cm mustang¿ balloon catheter was selected and advanced to dilate the stenosis. When inflated once at very low pressures for less than 6 seconds, it was noticed that the balloon leaked contrast. The balloon was removed and a hole was noted. The procedure was completed with an xxl balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target stenosis was in the trachea. A 12.0 x 60, 75cm mustang balloon catheter was selected and advanced to dilate the stenosis. When inflated once at very low pressures for less than 6 seconds, it was noticed that the balloon leaked contrast. The balloon was removed and a hole was noted. The procedure was completed with an xxl balloon catheter. No patient complications were reported.